Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.7, reference: 1.7, mean: 2.2, confidence limits: 1.4 - 3.1. Analysis of customer's inratio and reference test result comparison did not meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. In-house therapeutic donor testing was performed with retained strips. Result comparisons met accuracy criteria. Root cause of complaint could not be determined. Per complaint issue, pt was milking the finger. Per product user guide - precautions and warnings, "do not user repetitive pressure to collect the sample." Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Investigation results for retained strip lot #275622: donor (B)(6): first inr: 1.9, second inr: 1.9, third inr: 1.8, ref: 1.75, bias threshold: 1.2 - 2.25; donor (B)(6): 2.9, 3, 3.3, 3.29, 2.29 - 4.29. All replicates for both donors are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. (B)(4), no action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (pt's caregiver) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.7, lab: 1.7. Time between testing: 30 - 45 minutes. Pt's therapeutic range: 2 - 3 inr. On (B)(6) 2012, dr had instructed pt to stop coumadin due to blood in the stool.